Manufacturer narrative:
The infusion pump was returned to intuvie for evaluation. During testing, the pump failed the 30 psi occlusion pressure test, recording 16.8 psi, which is outside the acceptable range of 22¿38 psi. The failure mode was confirmed, and the probable cause was determined to be a component issue. The pressure sensor was replaced, which successfully resolved the issue. Following replacement, the device passed the 30 psi occlusion pressure test at 27.300 psi, which is within specification. Reference to complaint: (B)(4).

Manufacturer narrative:
The infusion pump was returned to intuvie for evaluation. During testing, the pump failed the 30 psi occlusion pressure test, recording 16.8 psi, which is outside the acceptable range of 22¿38 psi. A review of the device¿s serial number complaint history did not identify any similar events. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 358 to 348. CAPA-15 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
The infusion pump was returned to intuvie for evaluation. During testing, the pump failed the 30 psi occlusion pressure test, recording 16.8 psi, which is outside the acceptable range of 22¿38 psi. No patient involvement was reported.